Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: crease fold and opening on patch. Leak test and microscopic analysis was performed which identified: striated opening, wear abrasion, and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on patch assessed as surgical damage like consistent in the use of some surgical tool. A striated broken on plug strap assessed as surgical damage like consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side seroma and capsular contracture, baker grades iii. Device remains implanted.